Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 157mg/dl. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and loose drive support disk.